Event description:
The end user states that the facility is using the device improperly and it has cut his wife¿s cheeks open. He wants them to use the boom perpendicular to the end user and they use it across the patient. Also states he had to bring in his own sling from home as they were not using a big enough sling for his wife.